Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient underwent an unspecified surgical procedure using rhbmp-2/acs to treat a herniated disc. Post-op, the patient reportedly "started to have severe pain, neck, spine, shoulders and head, dysphagia and numbness in her head, lips, and arms. Pt doctor said she needed pain management. Pain management states pt is "too complicated". Pt states she wants the product removed but does know who to contact." No additional information has been provided.